Event description:
It was reported that while attempting to fill infusion set tubing, the ilet touchscreen would not accept a ¿yes¿ selection and only responded to ¿no,¿ after which the device was inadvertently factory reset and displayed ¿begin¿ upon restart via the ilet mobile app. Symptoms included no reported adverse clinical effects. Outcomes included education on the meaning of a factory reset, guidance to wait for dexcom reconnection before entering body weight, and instruction to call back if glucose data did not appear after thirty minutes. Investigation included remote troubleshooting with a guided restart and setup walkthrough. Investigation of this case revealed a screen responsiveness issue and an unintentional user-initiated factory reset, with function restored after restart and setup. It was concluded, based on previously established findings for similar reports, that the cause was use error related to inadvertent selection during sleep combined with transient device state requiring restart.